Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that there was fluid loss but the location was undetermined, and the patient wasn't able to inflate the device. The patient is doing well following the procedure.